Event description:
The manufacturer received information alleging an alarm sounded several times on a bipap 40 device. A philips sales representative visited the customer site and confirmed that a pressure regulation alarm was found within the alarm log. There was no harm or injury reported. The device was returned to the manufacturer for evaluation. During the evaluation a "low pressure" alarm was confirmed. The main board was replaced to address the issue.